Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post implant procedure of the leadless implantable pulse generator (ipg), cardiogenic shock had been developed due to low output syndrome (los) and therefore treatments was provided including placing an intra-aortic balloon pumping (iabp) and a swan-ganz catheter. While placing the swan-ganz catheter, the catheter had seemed to interfere with the llipg and pacing failure had been intermittently observed after that as well as increasing and high thresholds. The llipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.